Manufacturer narrative:
Final device analysis revealed no significant anomalies. The root cause of the failure could not be determined. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was advanced but no blood or tissue was present. The plunger had been fully advanced and then retracted.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the patient's esophagus. No serious injury to the patient was reported.